Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol kugel patch (device #1). Should additional information be provided a supplemental emdr will be submitted. Device evaluated by manufacturer? Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch, perfix plug, ventralex st patch, bard mesh (bard flat mesh) on (B)(6) 2009 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch and perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2013) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b6, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), d.6a, g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol (perfix plug (device 3). An additional supplemental emdr was submitted to represent the kugel hernia patch (device 1). An additional emdr was created to represent the bard flat mesh (device 4) in gcs. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch, perfix plug, ventralex st patch, bard mesh (bard flat mesh) on (B)(6) 2009 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch and perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of kugel hernia patch (device 1). (Notes: no op notes were provided). (B)(6) 2014 - patient was diagnosed with bilateral inguinal hernias and left flank abdominal wall hernia thereby underwent open repair for right inguinal hernia with the implant of perfix plug (device 2) and left inguinal hernia with perfix plug (device 3), bard flat mesh (device 4) and left flank or abdominal wall hernia with ventralex mesh (device 5). Per op notes, "an incision to the right inguinal ligament, a perfix plug (device 2) was placed using sutures. Attention to the left side, a perfix plug (device 3) and a bard flat mesh (device 4) were placed. Then an incision to the left flank or abdominal wall hernia, a ventralex mesh (device 5) was placed using sutures." (B)(6) 2014 - patient was diagnosed with left groin hematoma thereby underwent left groin wound exploration and evacuation of hematoma. Per op notes, "found a small sized seroma in the left inguinal region that was aspirated. Patient developed swelling and pain involving the left groin region. A hematoma was identified and was evacuated."